Event description:
The customer reported that while running an hiv-1 p24 antigen assay, summit sample handler did not pipette lyse buffer in well position e1 and error message was given. A field service engineer was dispatched and could not duplicate the problem. Fse replaced tip clamp, tip clamp sleeve and compression spring in position 1. No death or serious injury was associated with this event.